Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to hypoglycemia on unknown date. The customer¿s blood glucose level was 40 mg/dl at time of incident. . Another blood glucose level was 42 mg/dl. Customer treated her blood glucose based on the sensor glucose reading, which caused her to have a low blood glucose because the sensor was reporting that she was in a stable or higher range. The customer was treated in hospital and emergency room. The device will not be returned for analysis.